Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that for the past 6 months the insulin pump¿s drive support cap was loose. They were able to put it back in. However, 2 days ago, they received a compromised force sensor system alarm and insulin squirted out. The device had not been recently bumped or dropped. The customer¿s blood glucose level was 14 mmol/l. They were advised to get a new insulin pump. The device will not be returned for analysis.